Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, error test, displacement and basic occlusion tests. Unable to prime the pump during the prime test due to a slightly loose drive support disk. Unable to perform the occlusion, excessive no delivery or verify the compromised force sensor system or motor error alarms due to the prime anomaly. The motor was tested outside the device and passed. The pump also had a cracked case at the display window corners, a cracked reservoir tube, minor scratches on the lcd window, a stripped battery cap coin slot and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Territory manager reported via phone call hospitalization, battery cap damage, compromised force sensor system error alarm and motor error alarm. Customer's blood glucose level was 81 mg/dl. Troubleshooting for hospitalization was performed. Customer advised the drive support cap was protruded and the paramedics arrived to give a shot to the patient. Troubleshooting for prime rewind was performed. Customer had multiple alarms including motor error alarms. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.